Event description:
It was reported that foreign matter was found within the packaging. During preparation, a 2.50 x 38mm synergy xd drug-eluting stent was selected and when taken out from the hoop, a foreign matter came out together with the stent. There was no abnormality in the packaging and the seal was not damaged. It was determined that the foreign matter was not attached to the stent; the physician then decided to implant the stent to the patient and the procedure was completed. No patient complication nor injuries were reported.